Event description:
Additional information was received from a healthcare professional which reported that on (B)(6) 2006 the healthcare professional had placed a right subcutaneous generator and attached it to an electrode placed in the right subthalamic nucleus (stn) on (B)(6) 2006 with no complications. The patient had requested that the right side be replaced and had subsequently undergone placement of right deep brain stimulator electrode and attachment to a new generator. As of (B)(6) 2006 the patient was doing really well without any signs of infection and his symptoms were being managed very well by the device. The patient was seen again on (B)(6) 2006 and was having no problems with his generators or electrode sites at all. Then on (B)(6) 2011 the healthcare professional had replaced an expired right generator without perioperative complication.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0545180v, implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
A consumer reported that a patient whose indication for use is parkinson's dual had an infection and wires coming out. It was noted that the symptom location mentioned was the brain. The patient had a lot of problems initially and the initial problems started in 2004. The patient additional surgeries to correct, the patient had about 12 surgeries to take care of problems. Further follow-up is being conducted to obtain information about the cause, troubleshooting and actions/interventions taken to resolve the infection and wires coming out and the outcome. If additional information is received a supplemental report will be submitted.